Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A definitive cause for the recurrent mitral regurgitation (mr) cannot be determined. The mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation grade.it was reported that on (B)(6) 2018 the patient underwent the mitraclip procedure where the severe grade mitral regurgitation (mr) was reduced to a mild grade. On (B)(6) 2018 and (B)(6) 2018 the patient was found to have moderate grade mr. No additional information was provided.